Event description:
It was reported the pt experienced an infection three weeks following the implant. The system was explanted. No symptoms or outcome were reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).